Manufacturer narrative:
No patient information was available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Unable to replicate reported behavior.

Event description:
It was reported that during a spine surgery the navlock tracker (orange, violet, gray) had never been verified, but the system showed the navlock already verified. Navlock was placed in divot to perform verification again, but it did not respond. The procedure was completed without using navigation. Twenty minute delay. There was no patient impact.